Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. The pump was able to be charged successfully with an alternate usb cable. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 346 mg/dl.